Manufacturer narrative:
Product complaint # (B)(4). Investigation summary t-handle will not properly engage to canal finder. It feels as though something is stuck or jammed. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. Excel t-handle has signs of use. No problems detected since no defects, malfunctions were observed. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional inspection was performed with a mating device sample the laboratory and was not able to replicate the reported unable to assemble condition. The overall complaint was not confirmed as the observed condition of the excel t-handle would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t-handle will not properly engage to canal finder. It feels as though something was stuck or jammed. There was no patient involvement.